Event description:
Boston scientific received information that this product was part of a system revision due to infection. Subsequently, this device was reconnected to a new right ventricular (rv) lead and was used as a temporary pacing system until the infection cleared.there were no additional adverse effects reported. All available information indicates the product remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.